Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable creatinine jaffé gen.2 result for one patient sample. The initial result was 385 umol/l and was reported outside the laboratory. As it suggested a potential acute kidney injury on a diabetic outpatient, the result was phoned to the renal registrar. He contacted the patient to asked him to go to the hospital to check kidney function. The patient had a new sample drawn on (B)(6) 2015 and the result was 106 umol/l which was similar to the patient's result from (B)(6) 2015 of 108 umol/l. The patient was subsequently discharged. The patient remains as an outpatient under the care of the diabetes service. The patient was not adversely affected. The customer repeated the original sample and the result was 121 mmol/l. The reagent lot number and expiration date were requested, but were not provided. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time. This may have affected the sample quality and contributed to the issue.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration and qc data did not indicate any issues. As only one test and one sample were affected, it is assumed that a pre-analytical issue was the cause.